Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies could not be interrogated after 3.6 months of implant time. Tones were not elicited with magnet application. The patient denies exposure to radiation, magnetic resonance imaging (MRI), or blunt chest trauma.

Event description:
Event description guidant received info that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies could not be interrogated after 3.6 months of implant time. Tones were not elicited with magnet application. The pt denies exposure to radiation, magnetic resonance imaging (MRI), or blunt chest trauma. The device was explanted, replaced and returned to guidant for analysis.